Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, three delivery tests found each result to be withing published specifications of +/-6%. There were signs of fluid ingression found by the chassis base of the expulsor and valves. The initial issue couldn't be confirmed but the expulsor was replaced as their were signs of fluid ingression but these did not cause any issues with the mechanics of the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +10.7%. No reported adverse effects.